Event description:
Medtronic sprint fidelis defibrillator leads - two -2- probable defective leads. Advised by cardiologist of potential life and death issue. Patient receiving absolutely no cooperation from manufacturer/vendor. No complaint about cardiologist.